Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 30-dec-2029, UDI #:(B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 09-oct-2029, UDI #:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had trial leads placed on (B)(6) 2026. Patient went to the ER on (B)(6) 2026 for leg weakness after procedure. Patient experienced an epidural hematoma, which resulted in hospitalization and an emergency room visit. Surgery was performed to address the epidural hematoma, and the device was removed in the emergency room to obtain magnetic resonance imaging (MRI) imaging. Additional surgical intervention was required. MRI imaging was conducted.

Event description:
Additional information received from the patient's legal representative. The patient's attorney reported that following implantation, the patient suffered catastrophic complications that resulted in paralysis.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va38ctn002 implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type screening device product ID 977d260 lot# va374my013 implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.